Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical product: ddbb1d1 ICD implanted: (B)(6) 2016.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to low lead impedance. The rv lead was found to have high thresholds, low lead impedance and oversensing with sensing integrity counter (sic). The lead was reprogramed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.